Event description:
It was reported that the patient experienced symptoms of drowsiness.

Event description:
It was reported that a catheter revision was done due to a fracture and following revision, the patient experienced overdose symptoms following a concentration change in the pump. The catheter was replaced on (B)(6) 2012 because of a catheter fracture as initially reported. A catheter occlusion in the distal segment was later noted, so it was unclear if there was a fracture and/or occlusion. The day following the revision on (B)(6) 2012, the patient was experiencing overdose(od) symptoms of nausea and vomiting. The concentration was changed in the pump reservoir from 35mg/ml of morphine to 9mg/ml and the healthcare provider (hcp) programmed a bridge bolus (bb) at 1.68mg/medication of the old 35mg/ml medication in the catheter to run over 242.5 hours. On (B)(6) 2012 after the revision, the daily dose was set at 1.68mg/day. On (B)(6) 2012, reporter stated the patient was then again experiencing od symptoms (vomiting/nausea) so the pump programmed to minimum rate and the bridge bolus was then cancelled. On (B)(6) 2012, the pump was programmed from minimum rate to 0.5mg/day, with the new 9mg/ml concentration still programmed. It was at that time noted that when the hcp refilled and updated the pump to 9mg/ml at .5/day, the hcp did not account for the old 35mg/ml left in the pump tubing. Therefore, the patient was receiving 1.94mg/day of medication and was overdosing. On (B)(6) 2012, the patient was still having the same od symptoms and again the pump was programmed to minimum rate. The reporter stated that the "dose was too much for the patient at 35mg/ml, and the patient was placed in a minimum rate mode" due to what was still contained in the pump tubing. On (B)(6) 2012, the catheter was aspirated to higher concentration of drug. The pump was still at minimum rate mode and was then filled with a lower concentration of 4mg/ml and the 9mg/ml was removed from the pump reservoir. Again the hcp programmed a bridge bolus, but then immediately canceled it a "couple minutes later." Catheter priming was calculated and programmed in the pump as appropriate with the concentration change. The pump was programmed to a min rate following the prime being complete. It was noted that 35mg/ml drug and 9mg/ml drug concentrations were still in the pump system and system content removal procedure was being contemplated. It was later reported by the hcp that the cause of the event was catheter replacement, "large concentration" in the catheter and "too much intrathecal morphine." It was noted there was a high concentration of medication in the spinal catheter, and accordingly the pump was set to a minimum rate mode, there were subsequent concentration decreases in medication and then pump side port aspirations under fluoroscopy on (B)(6) 2012 done to removed higher concentration from the catheter and pump tubing. Following the side port aspirations, a new bolus/priming was performed to get the lower new concentration to the catheter tip. It was also noted that the od symptoms also included being sleepy. The patient was not hospitalized due to the event, but was in the hospital due to "cardiac issues." The patient outcome was reported as "no injury" and "recovered without sequelae." The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot # l76374, implanted: (B)(6) 2000, product type catheter. (B)(4).